Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient¿s concern with the product and fluid in pocket.

Event description:
Healthcare professional reported right side ¿fluid in pocket,¿ and ¿exchange of textured breast implants due to the patient¿s concern with the product.¿ the device remains implanted.

Event description:
Healthcare professional reported right side ¿fluid in pocket,¿ and ¿exchange of textured breast implants due to the patient¿s concern with the product.¿ healthcare professional additionally reported "it was ruptured." The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Reason for reoperation: rupture.